Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that during the initial iol implant procedure, the lens was removed and replaced with another lens to complete the procedure. The patient outcome was well.

Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Both haptics are slightly bent in the gusset and distal area. The optic is cut in half, typical of insertion and removal. Both cut portions of optic have multiple scratches and small split/cracks on the anterior and posterior sides of the lens. All product and batch history records are quality reviewed prior to product release. A qualified associated product was indicated. An unknown viscoelastic was indicated. It is unknown if a qualified product was used. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturers release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Additional information provided in d.10., d.11., .3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was noted to be scratched after it was implanted into the patient's eye.